Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. Baxter has conducted a trend review and did not find that any similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding a broken spike on the spike with screwable synthetic latex injection site. The spike was connected to an npbi cryocyte bag from fresenius with an autologous stem cells (15 ml, 0,2x106 per kg body weight)/dmso mixture when the breakage occured. A back up dose is available. Due to the breakage the stem cells got lost and the patient did not get back the full amount of cells. This is the spike the customer always uses to add the cells and dmso into the bag. No patient injury has been reported. The customer confirmed that the serological test results are negative. No additional information is available.